Event description:
The customer reported noting during pm (preventive maintenance) that the up/down button was hard to push. No patient involvement was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.